Event description:
It was reported that a problem existed with the l-arm on the 9600+ system. The system did not work after reboot. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.